Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m system, list 08n53-002, which is also us FDA approved.

Event description:
During troubleshooting of a sample input failing to pull a rack on lane 3 on the alinity m instrument, there was a splash inside and outside the instrument that reached the field service engineer (fse). The fse went on site and found that the sample input grill/deck had debris. While troubleshooting, the fse opened the left access panel to be able to see what was happening. The fse first initialized the sample input, and they didn't notice that the sample rack on lane 3 had moved a bit towards the front of the instrument. While the sample input was homing, it touched the sample rack and the samples splashed inside the instrument and some samples splashed out of the instrument. The splash sample reached onto the disposable gown on the chest of the fse, and some of the fluid was close to their neck on the gown. The fse was unsure if it had splashed onto their face, and therefore they decided to go on the wash station and washed their face. The fse was wearing spectacles, and they felt that their eyes were protected. After finishing work, the fse went to a health facility the following day. The fse received post exposure prophylaxis (pep) medication.

Manufacturer narrative:
The investigation is as follows: CAPA / non-conformance (nc) review: a CAPA/nc query was completed. The query did not identify any quality records related to any instances of samples splashing onto the gown of a field service engineer (fse) during troubleshooting of sample racks within the alinity m system (list number (ln) 08n53-02), found in the complaint under review. Service history review: a service history review was performed for alinity m system, sn (B)(6). The service history review did not find any prior service records related to the instance of samples splashing onto the gown of a field service engineer (fse) during troubleshooting of sample racks within the alinity m system [list number (ln) 08n53-02], serial number (sn) (B)(6). Complaint history review: a keyword specific complaint review was performed to identify any similar complaints/cases to the complaint ticket/case being investigated. The complaint history review showed no additional complaints that were related to samples splashing onto the gown of a field service engineer (fse) during troubleshooting of sample racks within the alinity m system, ln 08n53-02. Complaint trending was completed. An adverse trend was not identified. Based on the results of the investigation elements, a product deficiency for the alinity m system [list number (ln) 08n53-02] was not identified.